Event description:
It was reported that the patient was found down at home on (B)(6) 2021. The patient was unresponsive and was having low flow alarms. On auscultation emergency medical services (ems) noted asystole and that the patient's ventricular assist device (vad) was running. Advanced cardiac life support (acls) was provided and the patient was brought to the emergency department where the patient passed. Log files revealed low flows beginning on (B)(6) 2021 at 7:13 am while the patient was on the mobile power unit (mpu). On (B)(6) 2021 at 9:17 am the log files revealed transient low voltage alarms and power cable disconnect events where both power leads were momentarily disconnected from the controller for about 20 seconds during a change of external power from the mpu to batteries. The controller momentarily operated on the emergency backup battery (ebb) / power save mode during this event. There was no interruption in pump support during this event. Constant low flows on battery power occurred on (B)(6) 2021 from 9:20 am through 11:08 am followed by a change in external power from batteries to the power module at 11:07 am. The motor stopped command was initiated at the system monitor at 11:11 am. Driveline disconnect events were observed near the end of the log files where the driveline was disconnected from the controller on (B)(6) 2021 at 11:14 am.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple low flow alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established. The system controller log file contained data from (B)(6) 2021, per the timestamps. The log file captured a decrease in pump power and calculated flow on (B)(6) 2021 resulting in low flow hazard alarms. The patient was later connected to the power module and multiple motor stopped commands were received. The driveline was ultimately disconnected from the system controller. No other atypical events or alarms were captured. The pump appeared to function as intended at the set speed. It was reported that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters. Section 4, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7, "alarms and troubleshooting", addresses all system alarm conditions as well as the appropriate actions associated with each condition. The heartmate ii patient handbook, rev. C, is also currently available. Section 5 of the patient handbook ¿alarms and troubleshooting¿ provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.